Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysisof the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: we also received performance data collected from the device and have analyzed the data. Analysis found that the device battery voltage indicated recommended replacement time (rrt). Time of rrt in save to disk on (B)(4) 2012 device rrt less than equal to 2.62 volt. Concomitant product: 5076 implantable pacing lead 2002 (B)(6). (B)(4). The device has been received for product analysis which is in progress.

Event description:
It was reported the device reached recommended replacement time (rrt) and the longevity was unexpected. The device battery voltage dropped in two months from 2.9 volts to 2.68 volts and four months after the device was at rrt. The device was explanted and replaced. No patient complications have been reported as a result of this event.